Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in threshold measurements from 1.7 v @ 0.5 ms to 3v @ 1ms over the past seven months, and defibrillation threshold (dft) testing was anticipated. Rv pacing impedance measurements had also gradually increased, but remained within normal limits. Rv shock impedance measurements were also within normal limits and stable. Technical services (ts) discussed troubleshooting/programming considerations and possible causes, such as calcification around the lead tip. Additional information received reported that dfts were performed and were successful. This rv lead remains in service. No additional adverse patient effects were reported.